Event description:
Bowel perforated under area of protack staple. Staples have very sharp points and gloves had to be changed 7-8 times due to perforation from staples. Pt had serious complication, sepsis, mi and nearly died.